Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised consumer stated intermittently when push forward chair goes into reverse.